Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6s). During the procedure, when the physician was about to insert a cat6 into the sheath, the physician noticed that the distal tip of the cat6 was kinked and decided not to use the cat6. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.